Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs'), pelvic pain ('pain'), pregnancy with contraceptive device ('pregnancy (no complications)'), procedural haemorrhage ('after the procedure, the doctor hit a blood vessel during the removal and couldn¿t stop the bleeding/complication of device removal') and seizure ('seizures') in a 25-year-old female patient who had essure (batch no. 2843) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tubes/ device ineffective" in (B)(6) 2016 and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included gravida ii, parity 2 ((B)(6) 2011; (B)(6) 2013), caesarean section, epilepsy, tobacco user, ovarian cyst and uterine bleeding. Concurrent conditions included genital bleeding, anemia, weakness, abdominal pain, fatigue, pain, seizures, abscess, cellulitis, dizziness, diarrhea, back pain and lower urinary tract infection. Concomitant products included levetiracetam (keppra). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia,"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dental cavity ("dental problems/ started getting cavities regularly and my teeth have gotten worse and worse"), urinary tract infection ("infection: uti") and tooth decay ("teeth started to decay"). In 2014, the patient experienced fungal infection ("infection: yeast"). In (B)(6) 2015, the patient experienced seizure (seriousness criterion medically significant). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 years 9 months after insertion of essure. In (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and procedural haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (underwent salpingectomy (bilateral) and to remove the essure implant/salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, pregnancy with contraceptive device, procedural haemorrhage, seizure, female sexual dysfunction, dental cavity, dyspareunia, migraine, headache and tooth decay outcome was unknown, the pelvic pain was resolving and the fungal infection and urinary tract infection had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered dental cavity, dyspareunia, female sexual dysfunction, fungal infection, headache, migraine, pelvic pain, perforation, pregnancy with contraceptive device, procedural haemorrhage, seizure, urinary tract infection and tooth decay to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet- reporter information and event teeth decay added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Thi retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy (no complications)"), post procedural haemorrhage ("after the procedure, the doctor hit a blood vessel during the removal and couldn¿t stop the bleeding/complication of device removal") and seizure ("seizures") in a 25-year-old female patient (gravida 3, para 3) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tubes/ device ineffective" in (B)(6) 2016 and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included gravida ii and parity 2 ((B)(6) 2011; (B)(6) 2013). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia,"). In (B)(6) 2014, the patient experienced dental caries ("dental problems/ started getting cavities regularly and my teeth have gotten worse and worse"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fungal infection ("infection: yeast") and urinary tract infection ("infection: uti"). In (B)(6) 2015, the patient experienced seizure (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and post procedural haemorrhage (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (to remove the essure implant/salpingectomy (bilateral)) and surgery (underwent salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, pregnancy with contraceptive device, post procedural haemorrhage, seizure, female sexual dysfunction, dental caries, dyspareunia, migraine and headache outcome was unknown, the pelvic pain was resolving and the fungal infection and urinary tract infection had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered dental caries, dyspareunia, female sexual dysfunction, fungal infection, headache, migraine, pelvic pain, perforation, post procedural haemorrhage, pregnancy with contraceptive device, seizure and urinary tract infection to be related to essure. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, other relevant history updated. Indication female sterilization was added. Events: female sexual dysfunction, tooth disorder, dyspareunia, pregnancy, device ineffective, fungal infection, urinary tract infection, migraine, headache, seizure, essure confirmation test was not performed, complications . After the procedure, the doctor told that hit a blood vessel during the removal and couldn¿t stop the bleeding/during removal that caused them to have me transferred to an emergency room were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.